Event description:
A cartridge alarm was reported by the customer, who experienced issues with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by arranging for a replacement pump to be sent to the customer and provided instructions for returning the malfunctioning pump. The customer was informed about using multiple daily injections as a backup and acknowledged understanding the procedures for exchanging the pump and receiving the replacement.